Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report possible issue of out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).